Event description:
It was reported that the external pulse generator (epg) shuts off unexpectedly. The device was returned to the manufacturer for servicing. Follow-up attempts were made to obtain information about patient involvement, but these attempts were unsuccessful, it is unknown if there was patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: a sticky substance was found on both battery contacts. This may have been caused by using batteries which were delivered with tape for terminal protection. These tapes are glued on the battery terminals. When using the batteries, the residue on the terminals is then transferred to the battery contacts of the pacemaker and could accumulate there. The device could not reliably be repaired without extensive repair costs, scrap was advised. (B)(4).